Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2026-00650 - device 4 of 7. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 27-jan-2026 and investigation completed on 30-jan-2026 this MDR is being submitted as the initial report. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results a complaint investigation was conducted based on the event description and the assigned malfunction code occlusion in the tubing and/or tubing connectors- blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level investigation was conducted for the autosoft xc product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action CAPA 2537277 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: autosoft xc occlusion enclosure 1: eqms search results enclosure 2: maintenance results enclosure 3: raw data for complaint trending corrective and preventive action (CAPA) determination based on the investigation, a corrective and preventive action CAPA 2537277 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint. Complaint investigation - conclusion due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the autosoft xc product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction, prompting initiation of a CAPA to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi (monthly trips and alerts). The record may be reassessed if additional information becomes available.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced multiple infusion set cannula kinked events on (B)(6) 2024. During these events the patient's blood glucose level was reported to be over 700 mg/dl with small ketones present and patient went to emergency room due to hyperglycemia. No further information available.